Event description:
It was reported the pt had fallen. It was also reported the pt experiences pocket heating after recharging the ipg. The pt will undergo surgical intervention on a later date to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.